Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh extrusion, spotting, bleeding after intercourse, recurrent stress urinary incontinence, vaginal relaxation and prolapse symptoms. A revision and removal of the mesh was performed. Subsequent treatments and/or therapies were also reported.